Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; the reported event was not reproduced. The adhesive in the bending section was damaged. Olympus medical systems corp. (Omsc) speculated that the error reported was e315. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that bad connection error occurred and the endoscopic image was not displayed. There was no report of patient injury associated with this event.